Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 200mm balloon. The balloon did not appeared to have been previously inflated. An unknown strand of material was wrapped around the strain relief. The catheter was kinked approximately 47.4cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using an in-house .035¿ guidewire and passed without issue. The inflation hub was connected to an in-house inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed to be leaking out the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was observed at the distal end of the y-hub. Sanding marks were noted on the catheter underneath the strain relief and at the location of the break. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, resulting in the reported leak. Excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the initial inflation, the pta balloon catheter allegedly leaked at the hub during treatment in the sfa. There was no reported difficulty in retracting the balloon through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the initial inflation, the pta balloon catheter allegedly leaked at the hub during treatment in the sfa. There was no reported difficulty in retracting the balloon through the sheath. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.